Event description:
Saline hit pts face when flushing after antibiotic. Inserted into right chest.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for eval. A lot history review (lhr) of a huxd2284 showed no other similar product complaint(s) from this lot number.